Event description:
It was additionally reported that the patient noted they were still having issues taking cardiomems readings at home. The clinic asked the cardiomems team to reach out to the patient to help troubleshoot.

Manufacturer narrative:
Manufacturer's investigation conclusion: interference between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the cardiomems (cmems) device was unable to be confirmed through this evaluation. A specific cause for the report of electromagnetic interference (emi) could not be conclusively determined. It was reported that the patient was having difficulty taking readings from the patient electronic system (pes) and was experiencing emi. It was noted that the pes was on an adjustable bed, and the patient had a left ventricular assist device (lvad) with the lvad batteries attached to their shirt. Initial troubleshooting with remote care technical services (rcts) was unsuccessful, despite multiple repositioning attempts of the patient, their pes, and their lvad batteries. The patient wanted to stop troubleshooting. A medical equipment repair associate technician was offered and came on site the following day. Multiple positions were tested, and the patient was able to get valid readings and transmission with a centered spine and their head at the top of the headrest, holding the handheld out in their left hand. The patient felt confident in the location and their ability to take readings, and no further rcts assistance was needed. No replacement was needed. The cause of the problem was reportedly determined to be emi from exterior devices. It was further communicated that the patient reported that they were still having issues taking cmems readings at home; the cmems team was asked to reach out to the patient to assist with troubleshooting. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 4 of the IFU, "heartmate touch communication system", and appendix c of the IFU, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the lvas with other devices, resulting in potential interference between the lvas and other devices. Appendix c also states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. Section 6 of the IFU, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having difficulties with taking readings from the patient electronic system (pes) and electromagnetic interference (emi). Troubleshooting with remote care technical services (rcts) was unsuccessful. Offered medical equipment repair associates (mera) and completed mera dispatch request. A mera technician was on site on (B)(6) 2025, and after troubleshooting was able to have the patient take successful transmissions on their own. The cause of the problem was determined to be emi from exterior devices.